Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] -inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. During the evaluation, it was determined, that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle; air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to adhesive peeling on bending section cover; insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire; bending angle in the upward direction did not meet the standard value. Due to wear of angle wire; the play of upward/downward knob was out of the standard value. Adhesive on bending section cover (a-rubber) had a chip. Due to deformation of flexibility adjustment ring; flexibility adjustment function did not work. Bending tube was deformed, adhesive around light guide lens was peeled, connecting tube had a dent, connecting tube had a wrinkle. Due to a crack on objective lens; the image had dark area partially. Due to a crack on objective lens; flare occurred. And scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the objective lens on the evis lucera colonovideoscope had a crack. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.